Event description:
The customer reported to customer service that her transformer broke into several pieces when she unplugged it.

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, the customer stated that she believes that the transformer toppled in the tote. The customer stated that she did not see any sparking, smoking, fire or melting. The customer also indicated that no injuries were sustained as a result of the issue. The customer has stated that she has returned the damaged transformer but as of this filing it has not been received. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should additional information be received, resulting in new, changed or correct information, a follow up report will be filed.